Event description:
It was reported that the patient went into cardiac arrest when in the clinic for an endoscopy. The patient had to be defibrillated out of the arrest and was admitted to the intensive care unit. It was also reported that the device was pacing below the programmed rate and the atrial lead was intermittently undersensing and had low p waves. Additionally, the right ventricular [rv] lead had low r wave values. The atrial lead sensitivity was reprogrammed and the device, atrial lead and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.